Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the end piece of the drill bit is broken off. There are strong stress marks at the end piece and as well at the cutting flutes of the drill bit. The cutting edges are blunt. The relevant dimensions of the drill bit were checked and no deviation from the specification was found. The fracture face is homogenous, which indicates material conformity. The manufacturing documents were reviewed and no complaint related issues were found. The lot in question was manufactured in november 2008. Based on these findings a manufacturing related issue can be excluded. The evaluation of the drill bit has shown that the device is a well-used condition; there are heavy stress marks at the broken end piece and as well at the upper part of the cutting flutes. Also we found that the cutting edges are blunt. These damages are an indication that either the use of a blunt instrument or an excessive contact with the protection sleeve did lead to a mechanical overload and finally to the complained breakage. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review did revealed one non-conformance report (ncr) which was generated during the production of this lot for "product packaged as bp20" whereas the specification is "product to be packaged to bp21 - export labeling." 4 nonconforming parts were subject to rework and repackaged. This nonconformance is not relevant to the complaint condition because the complaint does not pertain to the device's packaging. This nonconformance is not relevant to the complaint condition because the complaint does not pertain to the device's packaging. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the drill bit broke during surgery. There was no surgical delay or report of patient harm due to the reported event. This report is 1 of 1 for (B)(4).